Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit on the pump. There was no reported adverse impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however, a response was not received.